Event description:
It was reported that the ilet pump¿s display screen became cracked, resulting in a dark, streaked, and unresponsive touchscreen, and the user transitioned to multiple daily injections while continuing cgm use separately. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no hospitalization, and temporary interruption of pump therapy with interim use of injections. Investigation included collection of product information, assessment of shipping and return logistics, and review of user reports and photographs. Investigation of this case revealed a damaged user interface/display consistent with physical damage to the screen, with no indication of software malfunction or pump alarming. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.